Manufacturer narrative:
The investigation has been completed. The impella device has not been received from the customer. The root cause of the access site bleeding issue was most likely use related. Re-angle matched and purse string suture was placed. Bleeding resolved along with hematoma as per the clinical description provided.

Event description:
The complainant reported that after handoff to the intensive care unit, the staff noted a hematoma at the impella site. A fellow applied manual pressure and removed dressing. Re-angle was matched and a purse string suture was placed. It was noted that bleeding resolved along with the hematoma. The procedure outcome was successful with this device.